Event description:
Additional information was received from the patient. The patient reported that both the battery and the lead were removed by a healthcare professional. The patient also clarified that the overstimulation occurred because one of the stims came loose and would go all over the back and each time it touched a nerve or something it felt like a shock. The patient reported that their overstimulation and pain were resolved after explant.

Event description:
Information was received from a healthcare provider and a patient implanted with a neurostimulator for urinary dysfunction and gastrointestional/pelvic floor. It was reported that the patient was in pain and her implantable neurostimulator (ins) seemed to be "overworking." She was admitted to the hospital due to overstimulation and a pain sensation at the device and bladder starting suddenly on (B)(6) 2016 in the afternoon. A nurse tried turning the ins off but was getting poor communication. The nurse was assisted and when she was able to read the ins, it showed that the ins was currently turned off. The nurse didn't know if she turned it off during the previous attempts, but the patient still felt pain and experienced symptoms when the ins was off. There were no traumas or falls reported that could be related to the issue. Manufacturer device registration indicated that the device was explanted on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.